Event description:
It was reported that the handpiece began overheating during an oral procedure. The case was completed with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece has not yet been received at the manufacturer for testing due to a delay in shipping from the account. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.